Manufacturer narrative:
(B)(4). Concomitant therapies: vitamin d prenatal, escitalopram. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, inflammation, node, pain, and hard consistency are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the malar area with 1.0 ml of juvéderm¿ voluma¿ with lidocaine. Approximately two months later patient was injected to the malar again with 1.0 ml of juvéderm¿ voluma¿ with lidocaine and to the lips with 1.0 ml of juvéderm® volbella¿ with lidocaine. Thirteen days later patient developed edema and some inflammation without discomfort in the right side malar area. The injecting physician prescribed mesulid for 5 days. On the fifth day, after ¿going to dive/swim,¿ patient developed more inflammation in the right malar area and mandibular area. The injecting physician notes upon palpation there was a ¿slight node in the malar area.¿ physician prescribed keflex and im dexamethasone and recommended the patient visit a dentist. The dentist exam noted patient "presents pain on palpation, hard consistency" and their diagnostic impression is an ¿adverse reaction to filler material due to a probable sun exposure and pressure due to aquatic activity/diving.¿ symptoms were initially noted to have resolved, however a few weeks later patient developed a stomach infection and a laboratory test revealed helicobacter. Patient was prescribed 12 days of pantoprazole, clarithromycin, and amoxicillin for the stomach infection. Several days later patient developed ¿recurrence of edema in the malar area.¿ four days later patient was injected with hyaluronidase. Patient additionally reports noticing that every time they drink alcohol the inflammation appears the next day. Patient was injected with more hyaluronidase with ¿a lot of improvements.¿ however, 5 days later patient developed inflammation again. Additional hyaluronidase was injected and ¿patient was improving.¿ six days later patient developed inflammation again on awakening which is now in the nasolabial area and lips. The patient¿s ¿nasolabial area has never been treated.¿ physician plans to review the patient and inject dexamethasone. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00142 ((B)(4)) and MDR ID# 3005113652-2017-00144 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the malar area with 1.0 ml of juvéderm¿ voluma¿ with lidocaine. Approximately two months later patient was injected to the malar again with 1.0 ml of juvéderm¿ voluma¿ with lidocaine and to the lips with 1.0 ml of juvéderm® volbella¿ with lidocaine. Thirteen days later patient developed edema and some inflammation without discomfort in the right side malar area. The injecting physician prescribed mesulid for 5 days. On the fifth day, after ¿going to dive/swim,¿ patient developed more inflammation in the right malar area and mandibular area. The injecting physician notes upon palpation there was a ¿slight node in the malar area.¿ physician prescribed keflex and im dexamethasone and recommended the patient visit a dentist. The dentist exam noted patient "presents pain on palpation, hard consistency" and their diagnostic impression is an ¿adverse reaction to filler material due to a probable sun exposure and pressure due to aquatic activity/diving.¿ symptoms were initially noted to have resolved, however a few weeks later patient developed a stomach infection and a laboratory test revealed helicobacter. Patient was prescribed 12 days of pantoprazole, clarithromycin, and amoxicillin for the stomach infection. Several days later patient developed ¿recurrence of edema in the malar area.¿ four days later patient was injected with hyaluronidase. Patient additionally reports noticing that every time they drink alcohol the inflammation appears the next day. Patient was injected with more hyaluronidase with ¿a lot of improvements.¿ however, 5 days later patient developed inflammation again. Additional hyaluronidase was injected and ¿patient was improving.¿ six days later patient developed inflammation again on awakening which is now in the nasolabial area and lips. The patient¿s ¿nasolabial area has never been treated.¿ physician plans to review the patient and inject dexamethasone. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00142 ((B)(4)) and MDR ID# 3005113652-2017-00144 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.